Event description:
The event is reported as: complaint alleges: customer reports that the foley catheter was inserted in a child following hypospadias repair at the hospital. They tried to remove it after deflating the balloon, but the catheter will not slip out. Add'l info was rec'd and eventually they managed to remove the catheter from the child under ultrasound guidance. Catheter had been inserted in the child for several days before they were able to remove it. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate.